Manufacturer narrative:
Analysis of the catheter indicated that the stent had been deployed as the balloon had been inflated to its full diameter. Crimp marks from the stent could be seen on both the balloon and the catheter shaft. The device was inflated to nominal pressure (8 atm) utilizing an inflator and de-ionized water. A vacuum was then pulled on the device using the inflator and the deflation time was observed. Per the product performance specification, deflation time for a 10 mm diameter balloon must be less then 25 seconds. The deflation time was observed from nominal inflation pressures, 3 times and then again rated burst pressure (12 atm) 3 times. In all cases deflation times were approx between 12 and 15 seconds. The device was then passed into a 7 french introducer. The device was again inflated to rated burst and deflated. At approx 25 seconds, the balloon was pulled back through the introducer with no issues. The device was inflated one last time to burst pressure and deflated. At approx 8 seconds, well before the balloon had a chance to fully deflate, an attempt was made to pull the balloon back into the introducer. The act of entering the introducer squeezed all of the remaining de-ionized water to the distal tip and a bulb formed. Continuing to pull on the balloon would have necked down and snapped the catheter shaft. Based on these observations, it is concluded that the device was prematurely pulled back into the introducer before the balloon had the proper amount of time to deflate.

Event description:
The balloon wouldn't deflate completely enabling the balloon to pull back through the sheath.